Manufacturer narrative:
(B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The voluntary user medwatch number is mw5070565.

Event description:
It was reported to boston scientific corporation that an advantage fit system was used during an unknown procedure performed on (B)(6) 2017. According to the complainant, on (B)(6) 2017, the patient had mesh erosion that caused pain. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.